Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that device reflected heat with a reading of (B)(4) degrees fahrenheit, which was greater than manufacturers' specification (specified reading is temperature shall not exceed (B)(4) degrees fahrenheit). It was further determined that the unit reflected noise with a reading of (B)(4) decibels which is greater than manufacture's specification (specified reading is sound level must not exceed (B)(4)decibels). During repair it was observed that the drive shaft was broken. It was determined that the broken drive shaft was due to using excessive force while the motor was in use. It was further determined that the broken drive shaft was what caused the noise and heat. It was determined that these issues were due to component damage caused by abuse/ misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device stopped working. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.